Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident. A technical support specialist (tss) reached out to the customer to investigate. However, the customer resolved the issue. The system functioned as intended after customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the user was unable to flex off adm ID (B)(6). For the product levonorgestrel 52 mg iud kit because the medication was stocked in cabinet adm 0084 adm peds. The medication was completely unloaded from all devices in the facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.